Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for oral hygiene (route:dental, lot number 1232d, frequency and expiration date unspecified). While dispensing the floss for the first time, the consumer noticed that the container entirely fell apart and the metal cutter broke off entirely from the container. This report had no adverse event and the action taken with the device was unknown. This report was assessed as a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 24-oct-2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for oral hygiene (route:dental, lot number 1232d, frequency and expiration date unspecified). While dispensing the floss for the first time, the consumer noticed that the container entirely fell apart and the metal cutter broke off entirely from the container. This report had no adverse event and the action taken with the device was unknown. This report was assessed as a reportable malfunction case in the united states. Additional information received on 08-dec-2013. A review of the complaint data revealed no unfavorable trends and no trend involving lot number 1232d. The visual evaluations performed on the retained sample met specification, the product dispensed properly and both components; cutter and dispenser, did not present damage. Device history records not revealed non-conformance or situation that might be related to the complaint event description. Review of the manufacturing related issues documentation revealed robust actions and effective control points for broken core defect. Controls were established to avoid the possible occurrence of this type of defect on the manufacturing process for this product wherein the cutter was manually assembled on the top of the dispenser and when the bobbin was inserted into the dispenser for final pack, each unit were tested for dispensability and the excess of floss around the cutter were cut. Based on the information provided by the consumer, the device was used as intended for treatment (general oral hygiene). Disposition was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.